Manufacturer narrative:
Health effect - (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a "left side rupture and malposition as well as a bilateral exchange from textured to smooth due to concern with the product." Device has been explanted.